Manufacturer narrative:
The manufacturer's investigation into this allegation is in progress and a follow-up report will be filed when the investigation is completed. The manufacturer's investigation into this allegation is in progress and a follow-up report will be filed when the investigation is completed. The device was not returned to the manufacturer for investigation. The manufacturer digital photographs of the device from the patient.

Event description:
A patient allegedly lost vision in their lower left eye due to a disruption of continuous positive airway pressure (CPAP) therapy. According to the patient, their CPAP therapy was disrupted when a metal support band on the CPAP mask became partially dislodged and resulted in the patient-mask seal being compromised. The patient also indicated the mask associated with the incident was new and that the failure occurred sometime during the first night the mask was used. The mask has not been returned to the manufacturer for evaluation. A review of the manufacturer's complaint and adverse event databases was completed and confirmed there have been no customer complaints or adverse events associated with optic nerve damage caused by a disruption of CPAP therapy.